Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One gold-tite® hexed uniscrew (unihg) was returned for investigation. Visual inspection of the as returned product identified fracture confirmed on threaded portion of screw. The hex head is worn and contains debris. No device lot number was provided so a device history record review could not be performed. A complaint history review by item number was conducted for the (unihg) dating back to 12 months. The complaint history review revealed that no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device was found. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿surgical manual: tapered & parallel walled implants¿ instsm rev 08/18 information identified: torque matrix - internal connection. Complaint reported that screw fractured. The reported event is confirmed as a fracture was identified on the returned product during visual inspection. A definitive root cause for this complaint could not be determined. Device evaluated by manufacturer: change ¿no' to 'yes'.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the unihg screw fractured in the patient's mouth. All the fractured parts were removed.